Event description:
It was reported that the stored egm showed oversensing on the ventricular bipolar channel. In addition, it appeared that the device was oversensing noise on the lead. It also appeared that the r-waves had decreased. The device also registered 3 out of range impedances of less than 200 ohms. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.